Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was noted that during a procedure that a drill bit broke off in the patient's glenoid. The surgeon opted to leave the broken piece of drill inside the patient.